Event description:
It was reported that when the doctor connected the pressure sensor, the joint seemed to be leaking and caused severe blood contamination.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. A video was provided by customer related to the failure mode reported in this complaint. However, the vide does not show the failure mode reported in the complaint description. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
D9: date returned to mfg.: 7/7/2025. H3 and h6. Codes: updated. Device evaluation: one used sample of the suspected device/product was received. The complaint for leaking could not be confirmed/duplicated since the returned sample passed the air and water leak test. While the video provided showed the part where the product was leaking, it was not possible to identify from which subassembly is leaking from. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
One video was reviewed for evaluation. The reported problem was confirmed through the analysis of the video, because one of the subassemblies was leaking.